Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During surgery, the surgeon inserted the stem in patient femoral bone. The surgeon found that there is a scratch in neck trunnion in stem. However, he judges that scratch is no problem, and the surgeon has finished performing an operation.

Manufacturer narrative:
An event regarding an issue with appearance involving a securfit stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed, the device was implanted, no photographs were provided. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because the device was implanted and no photographs of the reported event were provided. No further investigation for this event is possible at this time. If additional information becomes available or the product is returned this investigation will be reopened.

Event description:
During surgery, the surgeon inserted the stem in patient femoral bone. The surgeon found that there is a scratch in neck trunnion in stem. However, he judges that scratch is no problem, and the surgeon has finished performing an operation.